Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the atrial lead. Lead insulation damage was suspected. Provocative testing was performed and the noise was reproduced. Reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.